Manufacturer narrative:
This device is not available for testing and evaluation as it remains implanted. Device history record (DHR) review could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt. The event date is unknown; therefore, the event date will be provided as (B)(6) 2014. The exact month and day of device implant is unknown; therefore, the implant date will be provided as (B)(6) 2012.

Event description:
It was reported that a trapease permanent vena cava filter implanted approximately 2 years ago fractured. No additional information was provided. According to the sales representative, "I was told by one of the staff members that the physician was doing a heart cath on this patient and during noticed the fractured trapease. He was not the physician that placed the trapease. The physician that placed it no longer works at this facility."

Manufacturer narrative:
Complaint conclusion: it was reported that a trapease permanent vena cava filter implanted approximately 2 years ago was noted to be fractured by the patient¿s cardiologist during a heart catheterization. No additional information was available. The product remains implanted in the patient and is therefore not available for analysis. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. With the limited information available for review and without procedural films for review, it is not possible to determine what factors may have contributed to this filter fracture. Without a lot number to conduct a DHR review and without the product available for evaluation it is not possible to determine if the reported fracture could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.